Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pictures/x-ray review: narrative: on the received pictures / x-ray an intact plate and one displaced screw is visible and can therefore be confirmed. The review of the picture does not allow to any determination of any root cause. Products were not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves six (6) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 42.231.300, lot: l737518, quantity: (B)(4). Manufacturing site: mezzovico. Release to warehouse date: march 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 42.231.295, lot: 5l43057, quantity: (B)(4). Manufacturing site: mezzovico. Release to warehouse date: september 03, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: a visual inspection of all returned screws was performed and there are no damages visible. All returned screws are in a good condition without any deformations or other defects which could have an influence on the function of the devices. Functional testing: during the function test, it was not possible to lock the received screws into the affected hole #14 of the also received plate. This can be clearly traced back to the damaged locking hole of the plate. The thread flanks in this hole are partially flattened, which makes a proper function impossible. The damages at the locking hole were clearly caused post-manufacturing as the anodized layer is completely worn away at the damaged thread flanks. The unoccupied locking holes of the plate are intact, therefore another function test at these holes was made and it was possible to lock all returned screws into these holes without any issue. Based on that, a functional issue with the screws can be excluded. Dimensional inspection: all screws can be locked in the intact locking holes of the received plate. Based on that, a dimensional issue with these screws can be excluded. Document/specification review: the manufacturing documents of all returned screws were reviewed. It can be confirmed that as part of our quality process all devices were manufactured, inspected, and released to approved specifications. The review of the complaint history has shown that we are not aware of any other complaint for the part- and lot number combinations in question. Investigation conclusion: the complaint is rated as confirmed because the back out of one screw at the distal head of the plate is visible on the received x-ray. The evaluation of the received screws has shown that this back out cannot be traced back to one of the screws as all devices are intact and functional. The condition of the affected locking hole in the plate could have caused the malfunction as a locking of the screws is not possible in the hole anymore. However, afterwards it cannot be defined if the damage at the plate hole did occur during the insertion, in-situ, or during the extraction. Therefore it is not possible to determine the cause of this screw back out. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. This report is for an unknown screw: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an unknown optilink screw slipped through a va lcp condyle plate. The original surgery was performed on (B)(6) 2020. The plate dislocation was noticed post-surgery on (B)(6) 2020. Due to cardiological problems, the patient underwent revision surgery on (B)(6) 2020. The procedure was successfully completed. The patient was reported as stable after the procedure. This report is for one (1) unk - screws: trauma. This is report 1 of 2 for (B)(4).